Event description:
It was reported that the customer went to remove the insertion needle and the sensor cannula detached, coming out with it. The blood glucose reading was 112 mg/dl. The customer stated that a second sensor came out entirely due to the tape not adhering properly. Advised replacement of the sensors. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensor needles separated from the sensor. Unable to confirm the insertion anomaly due to the sensors being opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-08863.